Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for foreign matter on the needle with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: bd was able to confirm the customer's indicated failure mode. The potential root cause of this defect is that the fm is "processing debris" from either the hubs or the shields. The hubs are moved along channels which can wear small pieces of plastic off the "fins" and this can find its way on to the cannula where it adheres to the silicone lubricant.

Event description:
It was reported that a black fm was attached on the bd¿ vacutainer¿ needle. No medical intervention or injury occurred as a result of this incident.